Event description:
It was reported that this right ventricular (rv) lead that had been implanted several years ago has exhibited high out of range shock impedance measurements above 200 ohms in an specific programmed configuration. High capture thresholds were also noted. Technical services (ts) recommended to continue to monitor. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead that had been implanted several years ago has exhibited high out of range shock impedance measurements above 200 ohms in an specific programmed configuration. High capture thresholds were also noted. Technical services (ts) recommended to continue to monitor. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and this rv lead has been surgically abandoned. No additional adverse patient effects were reported.